Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Device functioned properly. All buttons functioning properly however corroded keypad traces noted during visual inspection. No button error alarm noted. No scrolling numbers noted during testing. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and keypad anomaly. The blood glucose at the time of the incident was 377 mg/dl. Troubleshooting was not able to resolve the issue. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The device was returned for analysis.